Manufacturer narrative:
The field service representative found that the customer had not cleaned the water tanks since the tools were installed 2 years ago. He also found that the laboratory temperature was 38°c in the room, which is too hot. He decontaminated the instrument, cleaned the water tank, and increased the air conditioning to cool the laboratory. The investigation is ongoing.

Event description:
There was an allegation of questionable mg2 magnesium gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial result was 1.09 mmol/l from the primary tube. The repeated result was 0.710 mmol/l. The sample was then repeated with a hitachi cup and the results were 0.606 mmol/l, 0.631 mmol/l, 0.610 mmol/l, 0.611 mmol/l, 0.604 mmol/l, 0.608 mmol/l, 0.598 mmol/l, 0.607 mmol/l, 0.607 mmol/l, and 0.617 mmol/l. The results were not reported outside of the laboratory. The reagent lot number is 524779. The expiration date was requested, but not provided.

Manufacturer narrative:
The investigation determined the event was due to insufficient customer maintenance and the high temperature in the room which caused severe bacterial growth. Since the service visit, the customer has not had any further issues. The service actions resolved the issue.